Manufacturer narrative:
D4: lot number - updated.

Event description:
It was reported that a device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At the 45-day computed tomography (CT) follow-up appointment that took place 77 days post procedure, the closure device was seen shifted in the laa, and there was a leak of the appendage noted. The closure device appeared to have lost compression or contact on the mitral side. The patient was kept on dual antiplatelet therapy (dapt) and was to have a repeat CT in approximately 6 months. No further intervention was planned.

Event description:
It was reported that a device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At the 45-day computed tomography (CT) follow-up appointment that took place 77 days post procedure, the closure device was seen shifted in the laa, and there was a leak of the appendage noted. The closure device appeared to have lost compression or contact on the mitral side. The patient was kept on dual antiplatelet therapy (dapt) and was to have a repeat CT in approximately 6 months. No further intervention was planned.